Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. If this information becomes available at a later date, the file will be updated accordingly. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information: when the device locked out and would not reverse, was it the reverse button or manual override that would not reverse? How was the device removed from the patient? Did the jaws eventually open? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by that during a gastric sleeve procedure, the device locked out and would not reverse. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p55k74. The analysis found that one plee60a device was returned with no apparent damage and without a cartridge loaded on the device. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due the condition of the device. Although no conclusion could be reached on what caused the damage to the device, please note that as part of our quality process each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No conclusion could be reached on how the bulkhead contacts were damaged. The device opened and closed without any difficulties noted. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.